Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 717818) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrapancy noted in date(s) of insertion:(B)(6) 2010 and (B)(6) 2010. Discrapancy noted in date of birth (B)(6)1983 and (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-oct-2020: medical records received. Lot number added. Reporter information were added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (batch no. 717818-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010 and (B)(6) 2010 discrepancy noted in date of birth (B)(6) 1983 and (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result- bilateral occlusion. Lot number ( 717818 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia, fallopian tubes perforation, uterine perforation. Patient demographic added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.